Manufacturer narrative:
It was reported by the site that poor hygienic & poor compliance is presumed as patient came from a poor family with 7 sibling, father unemployed & having mild stroke. Mother is a sole breadwinner. Eldest brother earn just enough for his own expenses. He is a (B)(6), however patient advised the site that he is doing the dressing changes on every other day. Patient is stable, well & ambulating. Discharged today ((B)(6) 2015) with tab bacterium & continues his sternal wound dressing at home as patient requested & insisted. Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Drive line infection, erosions and other tissue damage are known potential adverse events that may be associated with the use of the heartware® system as outlined in the instructions for use (IFU). Driveline exit site management and this patient's previous driveline site infection may have contributed to this reported event. Based on the available information and due to the timing of the event as related to the implantation of the device, and on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported infection; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors may also have contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and specifically driveline infection is a known potential adverse events associated with the implantation of all lvads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
The site reported a recurrence of lower sternal wound infection extended inferiorly around the driveline, requiring hospitalization. This patient acquired few episodes of driveline infection tract up to the center of the chest with a huge abscess cavity in the lower sternum. Wound swab from the vad driveline revealed (B)(6) from both the exit site and sternal wound, sensitive to IV cloxa, genta, erythromycin & cotrimoxazole. Blood cultures showed no growth. Ultrasound of the sternal wound revealed a small sinus opening at the iphisternal with abscess collection measuring 20x20x26mm underneath. There was no abscess collection found underneath at the driveline exit site. The patient was administered intravenous 2gm qid cloxa and daily acquacel packed dressing. Bd dermacyn dressing was applied to the wound. Sternal wound was packed with flavine gauze. Surgical debridement has not been considered. Current swabs showed no growth and the patient is clinically stable, active, and afebrile. Pump flow is 5l, power 4w, pi 5 (max flow 8, min flow 3) at speed of 2600 rpm. "Not planned for I & d in view poor prognosis of sternal wound healing if explore." Log files were sent. "This patient has portrait fluctuation in power consumption in the log file on (B)(4) 2015. There were no alarm triggers. Investigation is ongoing.